Event description:
Additional information received reported that the patient did not have concerns with her device or therapy, and that the device had functioned properly the past two weeks. The patient had not seen their hcp in the past year.

Event description:
It was reported the pt noticed the stimulation was turning off following a discography on (B)(6) 2011. Per the rptr the issue could be "positional." The pt had to use the pt programmer to turn the stimulation back on, and this happened 3 times in the past 2 weeks. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).